Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative mentioned that the latest data-set of viewing station d:drive was checked and deleted which resolved the issue. Representative stated there were over 800 exams on the system and many of the old patent exams were deleted. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure mobile view station (mvs) of the imaging system displayed "an error has occurred that may have damaged the system's database". There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.